Event description:
In 2009, pt had implant of a 28-16-140bl bifurcated device, 34-34-80l infrarenal cuff and a 20-20-55l limb extension on the left side, intentionally covering the hypogastric. There was a small distal leak on the right side; however, the physician did not want to sacrifice both hypogastrics at once. The plan was to also monitor the leak and revisit if it persisted. In 2009, the pt was treated with a 16-16-88l limb extension on the right with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of procedure. Physician opted to wait to treat endoleak.